Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post implant of an implantable pulse generator (ipg) system, that the patient developed a device pocket infection. The physician stated that it appears as though the side of the incision did not close completely. The patient is currently undergoing chemotherapy. The patient is also a larger breasted person and it is suspected that the pulling on the incision along with the chemo are possibly the causes of the infection. The ipg system was removed. Medication was administered. No further patient complications have been reported as a result of this event.